Event description:
The core sag saw was returned from the customer with no complaint. Debris was coming out of the sag head during analysis. No adverse event was associated with the device.

Manufacturer narrative:
Debris was found to be coming from the sag head. It was discovered that the primary cause of failure was a worn boot. Product is a loaner and will not be returned to the customer.